Event description:
It was reported that the patient experienced low blood glucose levels (20mg/dl). The reporter indicated that the patient is pregnant and has had issues with low blood glucose. The patient was in the hospital for 7 days for monitoring of low bg and prenatal care. The patient was off of the pump for 7 days, and continued to have low blood glucose issues. The patient resumed the pump and later that day the reporter indicated that the bolus history shows a bolus total of 4.35units for the day. The patient indicated that this was too much insulin based on the pump settings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.